Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the blades are not removable from instruments, no surgical delay or procedure outcome was reported. It was reported that occurrence was not relevant to the health of patient. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). A manufacturing evaluation was completed: our investigation shows that the blades are jammed/ not removable from the impactor. The complained blades and the impactor show scratches and heavy wear and tear on the surface which seems to indicate a forcible misuse with a forceps or a similar tool. The manufacturing review of both instruments shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we cannot determine the exactly root cause. It is likely that the device was not used as intended which could cause the jamming of the devices. The impactor should be mounted in the clockwise direction to engage the blade. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.